Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the event was that one electrode had a high impedance prior to replacement. The rep programmed around the electrode and the patient then had the same coverage and no longer had a settings not available screen/oor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the rep was programming patient post ins replacement and reported "settings not available" screen. The message was appearing when increasing intensity to 9.0ma on tablet and would not allow further increase on controller at 8.4ma. Pss reviewed impedances and rep indicated electrode 15 was >40k but was not programmed. All other impedances values are between 1270 and 2200 ohms. Reviewed to program 2 anodes/ 2 cathodes and avoid the higher electrode value contacts. Rep indicated patient would be released and wanted to work on reprogramming patient. No further complications were reported/anticipated.